Event description:
The pt had an iab in place post operatively and bled. The pt was tamponaded and went into full arrest at the bedside and was placed on ECMO. The iab malfunctioned. The iab was removed and a second iab was inserted into the pt. On 1/13/98, datascope was notified that there was no complication from the event. The pt bled from the surgical procedure, not from the iab event. The iab malfunctioned. That was the only info available. Also, the iab was discarded and would not be returned for eval. (Event complications: pt bled/full arrest-rpt'd 12/15/97;) none-rpt'd 1/13/98. (Pt's current status: expired-rpt'd 12/15/97.)